Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No loose drive support cap anomaly noted during test. Device received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was 71 mg/dl, 160 mg/dl and 166 mg/dl. The customer was assisted with troubleshooting. The customer states the drive support cap was sticking out and dislodged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.